Event description:
Following info was reported by co by the pt. The rep contacted the customer and obtained the following info: on an unknown date within the last week, customer opened first bottle of test strips from box. Since opening bottle, he has obtained "not enough blood " meter message with approx 5 out of 25 test strips and the "not ok" meter message with approx 5 out of 25 test strips. The "not ok" message appears after the meter completed countdown process. Because of problem, customer returned test strips to pharmacy. The desiccant is in the bottle. The rep guided the customer through an adjustment to test strip holder. Because test strips are at pharmacy, customer could not determine whether the adjustment corrected problem.